Event description:
It was reported that this right ventricular (rv) lead exhibited a shock impedance measurement of 194 ohms. The physician performed a commanded shock test which reduced the measured impedance to 89 ohms. However, at the most recent follow-up appointment, the shock impedance had increased to 129 ohms. Information has been requested regarding the specific lead information and event resolution, but a response has not yet been received. The rv lead remains implanted and in-service. No adverse events were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a shock impedance measurement of 194 ohms. The physician performed a commanded shock test which reduced the measured impedance to 89 ohms. However, at the most recent follow-up appointment, the shock impedance had increased to 129 ohms. Boston scientific technical services was contacted and it was discussed that because the induced shock impedance measurement was 89 ohms, there was no indication of lead impairment. Continued remote monitoring was recommended. At this time, the rv lead remains implanted and in-service. No adverse events were reported.